Manufacturer narrative:
Address- c/ (B)(6); (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, device slightly folded, and light capsular contracture.

Event description:
Physician reporting left device slightly folded and light capsular contracture. MRI results confirm left device not ruptured. Device slightly folded. Light capsular contracture. No affected ganglions. Probable silicone infiltration on breast parenchima. Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of sup mw 2 should have been listed as 11apr2023.

Event description:
Physician reporting left device slightly folded and light capsular contracture. MRI results confirm left device not ruptured. Device slightly folded. Light capsular contracture. No affected ganglions. Probable silicone infiltration on breast parenchima. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo analysis: visual analysis of the photographs identified: crease/folding of implant : unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reporting left device slightly folded and light capsular contracture. MRI results confirm left device not ruptured. Device slightly folded. Light capsular contracture. No affected ganglions. Probable silicone infiltration on breast parenchima. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Physician reporting left device slightly folded and light capsular contracture. MRI results confirm left device not ruptured. Device slightly folded. Capsular contracture baker grade IV. No affected ganglions. Probable silicone infiltration on breast parenchyma. Device has been explanted.